Manufacturer narrative:
It was reported by (B)(4), an onkos distributor, that a 28-year-old female patient underwent a revision surgery on (B)(6) 2023 to replace a canal filling segmental stem due to loosening. All other previously implanted eleos devices remain implanted in the patient. All inspection and manufacturing data was reviewed for the revised stem implant; all reviewed information was found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined.

Event description:
This patient's went through a revision due to stem loosening. Converted 13mm x 120mm canal filling stem to a cemented stem.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly.